Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 19 mmol/l (342 mg/dl) with ketones of 4.2 mmol/l while wearing the pod on the arm for between 4 and 24 hours. The patient's mother picked her up from school and drove her to the hospital. The patient was reportedly tired and vomiting. The patient received serum and insulin for treatment. The patient was discharged after two days.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.